Event description:
It was reported that asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation, the clinician noted inappropriate auto mode switch episodes caused by far r oversensing. Programming changes were recommended. The patient will be monitored with routine follow-up.